Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited gradual increase in high pacing impedance and high capture threshold beginning in (B)(6) 2025. The rv lead was capped and replaced. The patient was stable throughout procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).